Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received unexpected restart alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was stored for an extended period of time. The customer stated that the unexpected restart alarm was recurring during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. All operating currents were normal. The insulin pump alarmed after a battery change due to a broken solder joint on the interface circuit board. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.